Manufacturer narrative:
(B)(4). This model of lens is not sold in the united states. All manufacturing records indicate that this lens and injector were manufactured normally and within all manufacturing parameters.

Event description:
During injection of a foldable intraocular lens, the lens became stuck in the nozzle of the injector. The surgeon checked that the lens was correctly loaded, then continued the injection, using greater than normal force. The lens was then implanted and both haptics were found to be broken. The lens was explanted, and a replacement was used, extending the procedure by approximately 20 minutes. The pt developed corneal edema.